Event description:
Nurse reported that during a radiesse vocal fold injection, the needle tip broke off inside the pt's neck. The needle had been bent for use prior to the procedure.

Manufacturer narrative:
The needle tip broke off after being inserted into the pt's neck. The needle tip was easily retrieved from the pt without causing any harm to the pt. The physician had bent the needle numerous times prior to injection, possibly weakening the tip. A review of the device history records indicates that the reported lot #1014251 met all specifications prior to release.